Event description:
The customer reported the cuff of the tube was deflating and there was a presence of an air leak on the cannula (external weld of it) and there was no ill-effects to pt reported. No other info regarding any pt involvement or use requiring intervention was contained in the report.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.